Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on an unknown date. According to the complainant, during the procedure, while attempting to deploy the stent, the guide catheter became detached. The broken piece of the guide catheter was removed with a pair of forceps from the patient. Reportedly, the flexima rx biliary stent was successfully implanted. There were no patient complications reported as a result of this event.